Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2018 and mesh was used. During the procedure, while pulling the passer through tissue, the white lead section tenuated and was unable to use. A second like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Received for evaluation was one device, implant assembly and the 2 helical passers, identified with lot 3930637, product code (B)(4). The device received was used and manipulated: the white plastic needle is elongated, the helical passer is removed from the plastic needle, organic substances are visible on the device. The defect seen during the product evaluation is aligned with the defect described in the event description. The defect identified is not linked to a manufacturing issue.